Event description:
It was reported that patient was being infused with potassium through an IV. The pump module running potassium beeped and said channel error and then flashed red. The rn disconnected the IV from the patient and attempted to turn the pump module off and back on, but the pump module was still flashing red. The rn took the pump out of the room and ordered a new one. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c, d code, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a channel error during an infusion was confirmed based on the review of the logs and was the result of a malfunctioning bottle side pressure sensor, this error was replicated during the investigation. The review of the suspect pump module and the pcu error logs identified an error code 240.4150.0 (sensor broken high failure) see image. The error log indicated that there were 773 malfunctions between 28may2007 and 07oct2024. The most recent occurred on (B)(6) 2024 at 4:37 am. Alaris system maintenance analog sensor task was performed on the suspect pump module. The analog sensor task would show the voltage of the sensor with zero (0) load on the pressure sensor pad. The manufacturer¿s voltage specification with zero (0) load for fs01 pressure sensors is 1 volt +/- 0.050 volts (0.95v ¿ 1.050v). The pump module pressure sensors were found to be out of specification for zero offset. Additional testing also confirmed that the bottle side pressure sensor was failing as the output was stuck in the rail condition with no pressure applied. Temporary replacement of both pressure sensors for testing purposes only resulted in the infusion successfully completing with no alarms or malfunction reoccurring. Based on the review of the pcu event log retrieved, on (B)(6) 2024, at 4:35 am the suspect pump module was selected, and the user then programmed an infusion at a rate of 25 ml/hr with a vtbi of 50 ml. Two (2) minutes later after the infusion was started the pump had a 240.4150 malfunction, which stopped then the infusion. At 4:40:06 am the pump module was removed. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace pressure sensors. The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The probable cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor; however, the root cause for the pressure sensor malfunctioning was not determined. The age of the pressure sensor being over 17 years old is suspected to be a contributing factor. Note that imdrf annex a0401, a1801, a040506, a0404, c07, c0601, d15, d01, g02017, g04070, g0301201. G04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that patient was being infused with potassium through an IV. The pump module running potassium beeped, and said channel error and then flashed red. The rn disconnected the IV from the patient and attempted to turn the pump module off and back on, but the pump module was still flashing red. The rn took the pump out of the room and ordered a new one. There was patient involvement but no harm.